Manufacturer narrative:
The event took place several months ago. The actual date of the urinary tract infection is not known so an approximation was used in this report. The end user did not save the intermittent urinary catheter for return and the lot number of the device is not known. Without the device or lot number hollister is unable to examine the device or conduct a DHR review. No medical professional stated the reported urinary tract infection was associated with the use of the vapro catheters. The root cause of the end user's reported urinary tract infection cannot be determined.

Event description:
It was reported that the end user first started using vapro catheters 7 years ago. He had a uti several months ago and was prescribed antibiotics. The end user assumed that the introduction of a dry catheter led to a urinary tract infection as the bladder didn't empty properly. It is not known if this caused the uti.